Event description:
New information received notes that the patient received another vibratory alert for out of range lead impedance. Further in-clinic testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for routine device check. Upon interrogation, an alert for high, out of range hv lead impedance was present. The out of range measurement could not reproduced with isometrics. The patient will be monitored remotely.